Manufacturer narrative:
Device was initially received for the complaint that cassette error and downstream error were observed during testing. During investigation found the contamination on downstream occlusion (dso) senor issue was identified. This malfunction makes the event reportable. The event log/alarm history was reviewed there was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that the dso seal has moderate bubble. The reported complaint could not be confirmed upon performing downstream occlusion test using uso-dso test station, disposable test and priming the fluid filled cassette. The complaint is confirmed just in logs multiple times. The probable cause is likely due to contamination and/or intermittent failure on dso sensor assembly.

Event description:
It was reported that cassette error and downstream error were observed during testing. During investigation found the contamination on downstream occlusion (dso) senor issue was identified. This malfunction makes the event reportable. There were no patient involvement and harm.